Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-02425. It was reported the patient was scheduled to have her ipg and lead explanted; however, the reason was unknown. Follow-up indicated the patient was only getting abdominal stimulation. Surgical intervention will be undertaken at a later date.